Event description:
It was reported that when using the bd pyxis¿ es server all patients were not crossing and an immediate reboot was required. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patients were not crossing server. A technical support specialist updated the pyxis es external patient ID types to include mrn, as the cce was configured to use mrn with host conversion. Verified that messages were processed successfully after implementing the change and confirmed with the customer that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.